Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of juvéderm® volift® with lidocaine (nasolabial folds) and 2 ml juvéderm® voluma® with lidocaine (lateral cheek and pre-auricular areas). Hcp noted "minimal bleedings" during injection. Approximately 6 weeks post injection, patient experienced "sudden onset of swelling and a firmness around the filler" in the right marionette area. Patient noted they woke up with a "significantly raised puffy area on the right side of [their] face in the nasolabial fold area and experienced some numbness which tracked from the corner of [their] nose and down to the marionette". Patient was advised to take antihistamines as they were also experiencing an allergic reaction to pollen (rash/itchiness on the body) at the time. Patient continued antihistamine use for 2 weeks but did not see improvement. Patient noted they felt like the inflammation was spreading to the cheek. Patient had a "tiny red spot on the surface of [their] gum on the area of filler that has swelling". Patient received hyalase x4 vials 5 ml, lidocaine 20 ml lidocaine + hyalase infiltrated to all areas filler was placed via 25 g cannula. Patient is on blood thinners to manage history of multiple sclerosis (ms). Symptoms are ongoing. A 25 g cannula was used. This relates to juvéderm® volift® with lidocaine.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6, and h8.

Event description:
Symptoms resolved an unknown amount of time later. A 25g cannula was used. This was the initial use of the syringe.